Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had encountered the manufacturer splash screen on their personal therapy manager (ptm). The patient was trying to give themselves a bolus but they could only see the splash screen. Prior to contacting patient services the patient replaced the ptm batteries. The patient indicated they had replaced the batteries recently. Appropriate batteries were reviewed on the call with the patient. The patient confirmed they were using (B)(6) high energy batteries. The patient planned to get the correct batteries. No out of box failures were reported. No medical or therapy problems associated with a small part were reported. The issue began on (B)(6) 2019. The patient reported they had recently been exposed to magnetic resonance imaging and they were wondering if the mris were the reason they could not get themselves a bolus. The patient reported they were concerned their pump was off. The patient was redirected to follow-up with their healthcare provider to discuss their therapy. No further complications were reported or anticipated.